Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use for approximately 30 minutes. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.

Manufacturer narrative:
The failure investigation has been performed, and the alleged issue was verified; however, the root cause could not be determined.